Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that so they were unsure if the hcp used theirs to turn the equipment off. The caller stated that since tuesday they are pooping all over themselves and are unable to communicate with the implant today. The caller was not sure if the pooping was due to the medicine they had to drink or not. Helped caller reposition the communicator and they were able to connect to the implant and increase stim. Caller will maintain stimulation and adjust as necessary. Warm transferred to patient registration to update record. Caller mentioned a historical event that the ins needed to be repositioned because it moved. The caller noted that the hcp is going to move it again on the 17th, because they are very small and they have a "muscle that flips out".